Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly developed facial droop, and experienced dizziness following the surgery. The recipient was prescribed oral steroids and medication (valaciclovir) for antiviral treatment, eye lubricant, and a moisture chamber patch for the right eye. The recipient's dizziness has improved, and her ear pain has resolved. The recipient will be managed per center protocol. The external visual inspection revealed tool marks on the surface of the top and bottom cover of the device. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing no sound at activation. The recipient reportedly experienced electrode migration. A CT scan confirmed electrode migration. The recipient's device was explanted. The recipient was not reimplanted due to anatomical issues.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.